Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl. The customer experienced different blood glucose level of 179 mg/dl. The customer did experience any symptoms such as difficulty in breathing. The customer was treated with two insulin shots for high blood glucose. Based on customer report customer did allege pump was under delivering. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.